Manufacturer narrative:
(B)(4). The complaint device was not returned; however, sterile devices in association with this incident were returned and tested. The reported complaint was unable to be confirmed. There is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported separation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the saphenous vein graft (svg) to obtuse marginal (om) artery. The proximal shaft of the 3.5x15mm nc trek balloon catheter separated while advancing through the guiding catheter. There had been no resistance noted during advancement. The device was able to be retrieved when the guiding catheter was withdrawn from the patient anatomy without issue. A new nc trek balloon catheter was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.